Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). One flexiva 200 tractip laser fiber was returned in one piece. The fiber measured approximately 314.4 cm from the top of the connector and includes the entire distal tip. Exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It was likely that due to the fracture within the connector that laser energy passing through the device would result in the connector overheating during the procedure, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation on august 15, 2019 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was deka laser console with laser settings of 0.5 joules and 20 hertz. According to the complainant, during the procedure, when the fiber was attached to laser console, aiming beam was weakened. When it was entered into the flexible scope, the urologist pressed on the pedal and fiber failed to fire. When fiber was removed, heat was felt at the fiber connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.